Manufacturer narrative:
Correction: the complaint device was returned to the manufacturer for evaluation on 30dec2025, in which no visible leaks or ruptures to the balloon were found. Leakage was confirmed from the distal tip of the device; however, there has been no precedent of this malfunction leading to patient serious injury or harm per a detailed search of current reporting software. Therefore, this complaint is no longer reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the definition of a reportable complaint.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that air leaked from a cook coda lp balloon catheter. The cook coda lp balloon catheter was being prepped for use for touch up during an endovascular aortic repair (evar) procedure. When saline was injected to remove air, the balloon leaked. A cook coda lp balloon catheter from a different lot was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.